Manufacturer narrative:
Product ID, 3888-33 lot# unknown, product type lead product ID, 37082-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient got an electric shock while cleaning in the kitchen. One hand was in the water, the other hand was using the electric device generating the current. The kitchen had no security fuse. The impedances of the system had a comparingly bad value before the shock. Impedances on electrodes 3 - 7 were found to be greater than 10,000 ohms. The patient had good stimulation in the right region, as three poles from the lead are still working. There were no patient symptoms/injuries related to this event. If additional information is received, a supplemental report will be submitted.